Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "ruptured breast implant during surgery".

Event description:
Healthcare professional reported "ruptured breast implant during surgery to replace breast implants". This is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "ruptured breast implant during surgery to replace breast implants". This is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.